Event description:
It was reported by the patient that the device was explanted because the battery was 'defective'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device in included in the advisory for this model. Evaluation summary: no anomalies were found. It was reported by the patient that the device was explanted because the battery was 'defective'. No patient complications have been reported as a result of this event. Ctual device involved in incident was evaluated electrical tests performed, mechanical tests performed, viual examination device performed according to specifications device operated according to specifications defective device.